Event description:
A malfunction alarm was reported by the customer, labeled as malfunction code 12. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer's health. After resetting, the malfunction did not recur, and the customer was informed to continue using the pump and to call back if any issues reappeared.